Event description:
It was reported that the bd phaseal¿ optima injector (n40-o multi) cracked at the threads. The following information was provided by the initial reporter: "phaseal optima injector cracked at the threads. Not sure if this cracked when pharmacy placed on the line, or when it was looked at by nursing. No known exposure or patient impact with this incident, but had potential to other comments unsure if this is possible due to over tightening or what could cause a crack in the threads."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary two photos were provided to our quality team for investigation. Through visual inspection, the thread is observed to be cracked, verifying the reported incident. A device history review was performed for lot 2305310, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Product undergoes a series of visual and functional evaluations throughout the manufacturing process, including verification the product is free from damage and all critical dimensions are within required specification. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ optima injector (n40-o multi) cracked at the threads. The following information was provided by the initial reporter: "phaseal optima injector cracked at the threads. Not sure if this cracked when pharmacy placed on the line, or when it was looked at by nursing. No known exposure or patient impact with this incident, but had potential to other comments unsure if this is possible due to over tightening or what could cause a crack in the threads."